Manufacturer narrative:
Updated information: b5 additional narrative. D3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code a12 added.

Event description:
Additional information was provided which states that an on-site inspection revealed that the malfunction was caused by insufficient tightening at the connection between the pump unit and the purge line. The issue was resolved by retightening the connection,

Manufacturer narrative:
A2. Patient age at the time of event is unknown. A3a. Sex is unknown. A4. Weight of the patient is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella cp support, purge fluid leakage was observed from the pressure reservoir of the purge system. No alarms were reported, and purge pressure and purge flow remained within expected ranges throughout the event. No corrective actions were taken following the observation, and the device continued to provide support. The condition was managed with continued monitoring. At the time of this report, the patient remains on impella cp support. No signs or symptoms of patient injury or patient harm were reported in association with this event.